Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified proximal left anterior descending artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the distal edge of the stent was flared. The device was completely removed from the patient and the procedure was completed with a 3.00 x 16 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.